Manufacturer narrative:
A partial lead was returned in two pieces for analysis. The connector portion measured 12.1 cm and the distal portion measured 52.9 cm. Internal insulation abrasion was noted at 7.4 cm to 8.3 cm and 31.2 cm to 31.3 cm from the distal tip. The insulation abrasion breached the non-functioning cable lumen with no damage noted to the etfe cable coating. Internal insulation abrasion was noted at 8.0 cm to 8.7 cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 9.4 cm to 10.4 cm, 10.8 cm to 11.2 cm, and 14.4 cm to 14.5 cm from the distal tip. The etfe coating was intact at these locations. These abrasions were consistent with the observation from the field of noise.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to oversensing. The patient was asymptomatic due to issue. The patient was stable before, during, and after the procedure.